Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The file indicated that the iol was used with a cartridge, viscoelastic, and a handpiece. It is unknown if the iol was an approved lens. The product investigation could not identify a root cause. Additional information was requested and received. (B)(4).

Event description:
An ophthalmic surgeon reported an unspecified number of similar cases of thin film formation near the anterior vitreous membrane following intraocular lens (iol) implant procedures for the past 1-2 years. The time between the implants and symptom occurrences range from several months to as long as several years. Yag lasers were performed and by adjusting focus to the film and executing the yag , this caused the film to pop and disappear. Patient symptoms were reported to have improved. Vitreous clouding had occurred after postoperative inflammation treatment was performed with a generic medication. After drop instillation, a few months later, the inflammation had almost disappeared. The symptoms only occurred in patients that received a combination of the manufacturer's iol with generic medication postoperatively.